Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, auto lead diagnostics show a ventricular lead warning on (B)(6) 2013 with approximately an equal number of short circuit paces. Ventricular high rate episodes were observed on (B)(6) 2013 with apparent noise. Ventricular capture management average threshold measurements equal to 0.75 volts throughout the record.

Event description:
It was reported the leads had high thresholds and were replaced. No patient complications have been reported as a result of this event.